Event description:
It was reported the lead impedance increased to 1008 ohms and there was oversensing. Six nst episodes with cycle lengths of less than 220 ms. Lead fracture reported. A new lead was placed for pacing and sensing and the high voltage portion of the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.